Manufacturer narrative:
A lot number was not provided; therefore the sterilization and lot history records could not be reviewed. There was no pack or particle returned for evaluation.

Event description:
The doctor reported seeing a small particle that appeared to be blue silicone in patient eye while doing surgery. The doctor was able to remove it, but did not save the particle. The surgery was completed no injury to the patient.

Manufacturer narrative:
The disposable pack used in this case was not available for evaluation; however, the two handpieces used during surgery were inspected. We ran water through the handpiece irrigation tube out onto a 0.45 micron filter. The water was then vacuumed off through the filter in an attempt to trap any possible particles. Microscopic examination of the filter found one blue particle on each of the filters. The particles were smaller than 20 microns in size. The two particles were sent to the lab for testing, eds/ftir analysis concluded first particle was organic material and second particle was mineral deposits. Lab analysis did not find any particulate/foreign material. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates.